Event description:
A malfunction was reported by the customer, referred to as malfunction: 16-0x20e6, involving a device under warranty in france. There was no information available about the impact on the customer's blood glucose level. The customer received a replacement pump, with the device expected to be returned by the end of october 2025.